Manufacturer narrative:
The insulin pump passed displacement test and passed the a21 error test and the self test. No a17 or a21 alarm noted. No unexpected resetting anomalies noted. No unexpected rewind and prime alarm during test. Pump received with normal operating currents and no unexpected low battery alarm noted. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm. Customer advised when they replace the battery the insulin pump has an unexpected restart. Customer advised they replace the battery frequently and once it is drained they receive an external ram crc error alarm followed by an unexpected restart alarm. Troubleshooting for the alarms was performed. Customer has received multiple external ram crc errors and unexpected restart alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.